Event description:
It was reported, the implantable neurostimulator (ins) batteries had to be replaced very often. It was stated in less than 2 years it had to be replaced because, the patient used a high voltage. It was noted, the patient had one battery replaced in (B)(6) 2014 and now they had to go through a replacement again. It was stated from one appointment to the next the battery level decreased rapidly. It was noted the battery needed to be replaced as soon as possible. It was stated, it ¿could quit at any time.¿ it was noted on 2014 (B)(6) they had noticed the ins battery had decreased rapidly. It was noted, the patient had an appointment with their health care professional scheduled for 6 days following report.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v118075, implanted: 2009 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot# v296975, implanted: 2009 (B)(6); product type lead. (B)(4).